Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that during a biliary tract angioplasty, the smart control stent did not cover the entire lesion. The lesion length was 60 mm. The length of the smart control stent was 60 mm with a diameter of 8 mm. The user then chose a stent of the same catalog measuring 60 mm with a diameter of 8 mm and implanted it in the same location again. That stent was able to achieve the goal of full coverage of the stenosis lesion. There were no reported adverse reactions that occurred in the patient. The user is a highly qualified doctor with years of experience using the smart stent. The product will not be returned for evaluation as it remains implanted. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a biliary stent implantation. The rate of stenosis of the target lesion is 100%. The lesion was not calcified. The vessel was not tortuous. There were no difficulties encountered while advancing the device towards the lesion. There was no unusual force used at any time during the procedure. The device advanced past the lesion and was then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control flat and straight outside of the patient per the IFU. The correct position was maintained and there was no slack.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: pt identifier, date received by MFR, type of reports, if follow-up, what type? And evaluation codes.  During a biliary tract angioplasty, the smart control stent did not cover the entire lesion. The lesion length was 60 mm. The length of the smart control stent was 60 mm with a diameter of 8 mm. The user then chose a stent of the same catalog measuring 60 mm with a diameter of 8 mm and implanted it in the same location again. That stent was able to achieve the goal of full coverage of the stenosis lesion. There were no reported adverse reactions that occurred in the patient. The rate of stenosis of the target lesion is 100%. The lesion was not calcified. The vessel was not tortuous. The user is a highly qualified doctor with years of experience using the smart stent. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a biliary stent implantation. There were no difficulties encountered while advancing the device towards the lesion. There was no unusual force used at any time during the procedure. The device advanced past the lesion and was then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control flat and straight outside of the patient per the IFU. The correct position was maintained and there was no slack. The product was not returned for analysis. A device history record (DHR) review of lot 17177572 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses incorrect length - too short/compressed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 100% may have contributed to the reported event. The device reported is not indicated for biliary use therefore this procedure is considered off-label usage. According to the instructions for use ¿the s.m.a.r.t. Control nitinol stent system is indicated for improving luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries up to 126 mm in length, with a reference vessel diameter of 4 to 9 mm, and angiographic evidence of a patent profunda or superficial femoral artery. Slack removal a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.